Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to high blood glucose level on (B)(6) 2020 with blood glucose level of 600 mg/dl. Customer was treated with intravenous. Customer experienced symptoms of high blood glucose value such as nausea and vomiting. The customer was using the insulin pump within 48 hours of high blood glucose event. The customer reported that insulin pump had software error detected alarm. Customer was able to clear the alarm and rewind the insulin pump. Insulin pump passed self test and high pressure test. Insulin pump was on auto mode at the time of incident. The insulin pump will not be returned for analysis.